Manufacturer narrative:
Approximate age of device- 10 months 10 days. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient had multiple admissions for gi bleed. The patient had several studies done including bleeding scan, egd, colonoscopy and small bowel capsule. The source of bleeding was in different places, at different times. The patient was given several blood transfusions. It was reported that the patient was upgraded on the transplant list due to gib. On (B)(6) 2018, the patient was routinely transplanted. There were no reported device or therapy issues associated with the outcome. The device will not be returned for evaluation. According to vad clinician, no further information about gi bleeding can be provided at this time since the patient was implanted at another facility.